Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, but no device malfunction was reported. Conclusion: fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy before deployment of the collagen, additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site), and insufficient hydration time of the collagen may have been contributing factors to this event but this is unknown.

Event description:
It should be noted that patient was very thin. The vascade 6/7f device was selected for closure and inserted into the sheath. The disc was deployed and the sheath was removed. The user pulled the device against the access site, and initially the access site continued to bleed, but temporary hemostasis was achieved. The user then retracted the black sleeve to expose the collagen and stripped the collagen from the device it should be noted, the user did not utilized fluoroscopy for placement of the collagen patch before it was stripped off the device, which is indicated in the instructions for use. The device was removed and it seemed that final hemostasis was achieved. Patient was moved to recovery, where it was determined that there was no pulse in right foot. The vascular surgeon was consulted and the patient went back to surgery and the collagen patch was removed from the right femoral artery.